Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 40 months, presented at end of life (eol). The monitoring voltage was 2.67 v and the charge time of was 31.5 seconds. There were no allegations against device function.